Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 205mg/dl, 60mg/dl. Tests were done within < 10 mins with a difference of 97%. Pt did not experience any adverse events. No further info has been reported.